Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was replaced during the service call.

Event description:
The customer reported that the 9600 system had an error message and would not retrieve images. No pt injury was reported.